Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation on (B)(6) 2020, this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited out of range pacing impedance and noisy signals. It was also noted that the auto threshold feature is currently disable as difficulties with threshold test were encountered. An x-ray was performed and no obvious signs of lead fracture were showed, therefore, the patient was sent home and continue monitoring via latitude monitor system. Physician performed a remote check, approximately 2 months later, high out of range pacing impedances were noted along with inappropriate atrial tachy response (atr) episodes due to noise and far-field oversensing. It was also noted that in the right ventricular (rv) channel, the device oversensed inappropriate signals. Data was sent to boston scientific technical services (ts) for analysis and reprogramming options. At this time, this system remains in service. No adverse patient effects were reported.